Event description:
It was reported that a patient underwent a breast lesion resection procedure on (B)(6) 2024 and a suture was used. During the procedure, the suture and needle broke when suturing the incision. Another like device was used to complete the procedure. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: please confirm if both of the issues (suture and needle break) occurred in the same device. If other, please provide more details. Unknown. Did the suture and needle break into separate pieces or if the entire break off from the needle. Unknown. Were there any patient consequences? Unknown. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002.